Event description:
The complainant has reported that a female pt with advanced metastatic lung carcinoma underwent a therapeutic placement of a wallflex enteral colonic stent for treatment of colon cancer during a hospitalization for radiotherapy treatment. After predilatation of the lesion, the wallflex enteral colonic stent was well positioned and successfully implanted. One half hour after the procedure, radiological exam revealed a perforation within the rectal area. The perforation was treated with antibiotics during the hospitalization. The pt has since been discharged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number.